Event description:
The patient reported that while she has been using this particular type of infusion set, her blood glucose values have been elevated in the 400's mg/dl. She reported that her normal range is 130-180 mg/dl. The patient reported that she does not have any symptoms with the elevated blood glucose. The patient stated that with her elevated blood glucose she would inject 3 units of humalog. The patient stated that she switched the type of infusion set and her blood glucose, within a matter of hours, returned to 143 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.